Event description:
It was reported during a da vinci surgical procedure, that the precise bipolar forceps instrument stopped working. Intuitive surgical inc. (Isi) has made several attempts to contact the site to obtain additional information concerning the reported event, however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch cable was broken at the distal clevis hub. The broken cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were not damaged. Based on the information provided, this complaint is being reported due to the following conclusion: during failure analysis investigation, the instrument had a broken pitch cable.